Manufacturer narrative:
The account replaced the foot end brake casters to resolve the issue.

Event description:
The account alleged the foot end brake casters rotate to the side when the bed is pushed and the brakes are set. No injury reported.